Event description:
It is reported that during orif surgery of the right hip on (B)(6) 2013 the nail was implanted without a problem but when the surgeon attempted to insert the helical blade, it would not advance more than half way. The surgeon tried different sleeves and then tried a different nail but the same thing occurred. After the second nail, they realized that there was an issue with the locking mechanisms after sterilization. Hospital chose to sterilize the tfn nails prior to procedure. The surgeon then inserted a new unsterilized nail and no further issues were noted. It is reported that surgery was prolonged 60 minutes. There was no adverse event to the patient reported. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product was received with the locking prong damaged. It appears that the locking mechanism was engaged at the time of implantation as stated on the complaint description. (B)(4). The device was returned and the investigation is ongoing.